Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular pressure (iop) spike four days following a glaucoma filtration device was implanted in a patient. The surgeon tried to manage with medication but ended up performing a secondary filtration procedure. The patient is currently on three new eye drops and the iop is still elevated but controlled. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) spike and secondary filtration procedure; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., patient preoperative condition, intraoperative complications, device positioning in the angle, postoperative events or conditions that may have an effect on iop) is available for a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that elevated iop is an established risk associated with system use, which is clearly specified in product labeling. (B)(4).